Manufacturer narrative:
Functional test with two acceptable shells shows the returned insert seated and locked tightly in each shell as intended by design. The looseness the surgeon encountered could not be duplicated. The returned insert functions as intended by design.

Event description:
The acetabular insert was loose inside the shell. Another insert was readily available and implanted without incident. There was no adverse consequence for the pt or dealy in sugery or anesthesia time.